Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: legal medical records received. Pfs alleges limited mobility and pain. After review of the medical records for MDR reportability, it was stated that the patient was revised to address unstable right hip secondary to subsidence of the femoral stem and spinning of femoral component. Revision notes stated dislocation and stem also had more anteversion to about 40 degrees. Bone was noted to be fairly thin. Update 5/15/2017--review for MDR reportability and medwatch submission. Noted allegations for bilateral pulmonary emboli, in addition to previously reported allegations.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges fracture component and dislocation with open and closed reduction. Dislocation was already reported. After review of medical records for the MDR reportability, patient was revised to address unstable right hip secondary to subsidence of femoral stem. Revision notes stated that the stem was noted to be subsided substantially and had more anteversion to where it was about 40 degrees of anteversion. Clinical notes reported of dislocated hip anteriorly and superiorly. Added hospital name and law firm.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.